Event description:
Ohio care e vac was being used to suction a patient when operator of device noticed an odor suggesting that the device was overheating or burning. The device then began smoking and sparking at which point the device was turned off. The patient was removed from the area and a code red (fire) was initiated. Upon inspection, clinical engineering discovered that fluid had been drawn directly into the pump assembly. Fluid was present in the input tubing, in the regulator, and at the top of the pump cylinder assembly itself. The fluid in the pump appeared to be water and when the pump was last run, the fluid splashed from the top of the pump cylinder onto the power supply board, causing it to short out, spark, and flame. In use for approximately 4 years (4/2010 - 7/2015). Diagnosis or reason for use: portable suction. Event abated after use stopped or dose reduced: yes.